Manufacturer narrative:
09-feb-2022, product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Relative/friend via e-mail stated that a section on their son's oral-b electric toothbrush broke off while he was using it. Fortunately, he did not swallow the part of the toothbrush that broke off. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Relative/friend via e-mail stated that a section on their son's oral-b electric toothbrush broke off while he was using it. Fortunately, he did not swallow the part of the toothbrush that broke off. No injury was reported.